Manufacturer narrative:
Reported event: an event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results:material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology report, progress notes and x-rays as well as device return and evaluation are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to metallosis after patient complaint of pain and difficulty ambulating. A 28 +4 head and 28 10° e liner were revised to a 32 0° liner and ceramic head with sleeve. A restoration ps stem and trident psl cluster shell were not revised.